Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015 under local anesthesia. According to the complainant, approximately 9 ½ minutes into the ablation phase, the patient felt some warmness at the procedure site; she then slightly moved causing fluid to escape from the cervix. At this point, the procedure was aborted. The patient sustained second degree burn on the right lateral wall of the vagina and a little bit at the cervix and buttocks. The burn was initially treated with silver sulfadiazine (silvadene) cream. The patient was seen by the physician on (B)(6) 2015 and was treated with silver sulfadiazine (silvadene) cream and premarin cream. The burn is healing very well and the patient¿s condition was reported to be ¿doing great¿. The patient was scheduled to have her routine checkup two weeks after.